Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed power on reset (por) parameters. Write to locked random access memory por recorded on (B)(6) 2010. The por severity was low. The device should be able to fully recover after the reset. Parity errors are known to occur with high probability in patients who receive radiation therapy.

Event description:
It was reported that the patient experienced 4 shocks. Upon interrogating the device the doctor was unable to retrieve stored events due to a power on reset (por). Patient had been receiving radiation therapy. System still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.